Event description:
The facility's biomed reported pump #1 did not infuse tpn as intended during clinical use. The primary rate was set for 75ml per hour, the volume to be infused was set for 1010ml and the bag size was 1010ml. The nurse noticed the pump ran throughout the night without failure but when the nurse checked the pump that morning, the pump displayed kvo but 1010ml of tpn was still inside the bag. Despite baxter's efforts to obtain additional information regarding specific patient details, tubing product code and lot number being used, medical intervention and patient injury, but no further information was available. Alternate contact information was requested but no alternate contact was identified.